Event description:
Patient called in to report a wrench on the monitor. The patient heard the system alert that the device needed service and saw the wrench, but couldn't figure out what the code was. Patient record indicates two service required code - r2018 ( r-wave signal integrity error) and r203c (hub device error). There was no patient injury. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Returned therapy cable failed inspection and dog chew marks was observed on the therapy cable. Kmt engineering further evaluated the returned therapy cable and observed dog bite on cable jacket between 8"-12" and again at 16"18". Gnd wire intermittently shorted to shield. Animal bite damage to the cable caused intermittent shorts between wires resulting in the reported failure. This failure was related to a specific use case, so there was no impact to product in inventory or the field while investigation was ongoing.